Event description:
While performing service contract inspection and testing of the facility's defibrillator/monitors, physio-control observed that one device would not charge while in AED mode, device would give continuous "motion detected" alarm. There were no reports of any adverse affects to patients as a result of the device use.

Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly and could reproduce the reported problem by flexing the pcb but could not determine component root cause.